Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/2/2019. Device evaluation summary: it was reported that a 57-year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device and on the shell surface. During initial evaluation a rupture within siltex cracking measuring approximately 0.4 cm was observed on the posterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within siltex cracking were found on the device.siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis and experienced right sided deflation post procedure. The deflation was diagnosed by a physician. As a result, the device was explanted on (B)(6) 2019.